Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02015 for the other associated device information. It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a tracheobronchial stenting procedure performed on (B)(6) 2010. According to the complainant, the physician was placing an ultraflex tracheobronchial stent in a malignant stricture in the patient's left main bronchus. The patient's anatomy was not tortuous and the physician was able to successfully place the guidewire and then position the stent over the wire and into the stricture. Once in place, the physician attempted to deploy the stent by pulling the deployment suture. There was resistance and the deployment suture would not release the stent. Although the deployment suture did not appear to be caught on anything, pulling the suture caused the delivery device to bow. The deployment suture did not break and the stent was not deployed at all. The device was removed and the physician attempted to complete the procedure with a second ultraflex tracheobronchial stent. The physician experienced similar deployment problems with the second device. The procedure was successfully completed with a third ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results; partial deployment.

Manufacturer narrative:
(B)(6). A visual examination of the returned device found that the stent was partially deployed by 24 mm and that the shaft was bent proximal to the crocheted stent. No issues were noted with the crochet stitches at the point of release from the stent. During analysis it was possible to retract the deployment suture and fully deploy the stent with some resistance being met. No issues were noted with the profile of the deployed stent. From the information available, this device was used per the directions for use and product label. Device history record was reviewed and no anomalies were found. At the time this investigation, there have been no other similar events of partial deployment reported for this batch. As a result of this investigation, this event has been assigned the most probable root cause of operational context.